Manufacturer narrative:
Root cause: alteration of staining in this case was due to improper operation of the stopcock. The problem was solved by field service engineer with a replacement of the part. Following the replacement, the instrument was fully operational within specifications, without errors and available for the user. Failure mode description: following a stopcock malfunction or if the part stops working; the resulting failure modes could occur. Drip diluting reagents on slide or probe leak altering aspiration/dispense. These failure modes have the potential to alter staining. (B)(6).

Event description:
Customer complaint record reported the event as follows: leakage no direct or indirect patient harm or user harm have been reported.